Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service report: carefusion field service representative (fsr) evaluated the device and found the cause of the reported issue was due a kinked flow sensor tube. The fsr replaced the flow sensor, performed the extended self-test (est) and operational verification procedure (ovp), the device meets all manufacturers¿ specifications.

Event description:
The customer reported that the vela ventilator was auto cycling during set-up. The customer replaced the patient circuit but the reported issue was not corrected. The customer reported no patient involvement or allegation of patient harm.